Event description:
Biopsy needle worked fine without difficultly, but could not get sample out side of breast. Once sample is retrieved, it is very difficult to retrieve sample. Very stiff. Needle was changed 3 times. Packaging saved for malfunctioning needles, and 1 needle saved.